Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device, causing the cover to burn. However, a definitive root cause could not be determined. User may be able to detect the suggested event by handling device in accordance with instructions for use (IFU): ¿inspection of the endoscope¿. IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideosccope had an image problem. The issue was found during an unknown procedure and completed with a similar device. The device was returned for evaluation. During the device evaluation, a burnt plastic distal end cover was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation found that switch 1 had a scratch, switch 2 had a scratch, and due to a burn on the light guide bundle at one side, the light illuminated from the light guide is noticeably dark. The investigation is ongoing, and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.